Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised for high metal ions. Update rec'd (B)(6) 2015 - litigation papers received. There is no new additional information that would affect the investigation.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 5/3/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Revision surgical report noted mildly fibrotic tissue that was metal stained. Harms updated. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 25, 2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 10/20/15- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated that the patient was revised due to pain, discomfort, and elevated metal ions. The care note reports "less than optimal position of acetabular component", but there was no mention of this in the revision operative notes. There is no new additional information that would affect the existing investigation. The complaint was updated on:09 nov 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).